Event description:
It was reported that the patient was admitted on (B)(6)2026 with worsening symptoms of driveline infection/drainage. No intervention was needed at the time. It was planned to resume home keflex from previous driveline infection. Blood culture was positive for micrococcus. The patient was discharged (B)(6)2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.